Event description:
It was reported that this right ventricular (rv) lead had low out of range pace impedance measurements and an elevated capture threshold. Additionally, noise was observed, resulting in oversensing. This lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.